Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing unwanted stimulation at the rib. The patient's spinal cord stimulator (scs) paddle lead was replaced and that the patient was doing well postoperatively. The explanted paddle lead was retained by the medical facility and will not be returned.